Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the cause of the back pain was not determined. The patient's baseline weight was not measured.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins). The patient stated he or she was having more back pain. The patient was reprogrammed on (B)(6) 2017. The event resolved without sequelae on (B)(6) 2017. The event was possibly related to the device or therapy, specifically due to programming, and was not related to the implant procedure. The final programming date for most recent interrogation prior to the event occurred on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the implant is working well but the patient has more back pain now. Injections during a follow-up seemed to help the pain and there is no further complaint regarding the implant. No further complications are anticipated.